Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with micro striae inferiorly in the right eye (od) post treatment. A flap lift and rinse was performed. It was stated that the patient experienced a loss of best corrected visual acuity (bcva). The patient¿s comments were of redness in eyes on (B)(6) 2018 and on (B)(6) 2018 the patient commented that visual acuity had improved and was happy, no light sensitivity/pain. The patient reported the symptoms are not interfering with daily activities. The surgery center reported the symptoms were resolved on (B)(6) 2018. Bcva from (B)(6) 2018: right eye pre-op 20/20 -1.25 x -1.00 x 80, left eye pre-op 20/20 -1.25 x -.75 x 93. Bcva from (B)(6) 2018: right eye post-op 20/30, left eye post-op 20/25 . This report is for the visx laser equipment. A separate report will be submitted for the femto laser equipment.